Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient has not called with any complaints of pain since they were reprogrammed as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had light lead migration due to their active lifestyle. The leads were checked under fluoro and compared to implant. As a result of the migration the patient had a return of pain. The patient's ins was reprogrammed per the 9/10 disc space. Follow-up was conducted. No further complications were reported.